Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the priming process; insulin squirted out of the insulin pump. The patient's blood glucose at the time of incident is unknown; however, the customer's blood glucose was high and he treated via manual insulin injection. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was not bumped or dropped prior to the alarm. The drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump alarmed during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the occlusion, prime, or excessive no delivery alarm tests due to the alarm. The pump passed the self test, unexpected restart and all operating currents measurements. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, a missing end cap sticker and a stripped battery cap coin slot.